Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was an anchor malfunction when the surgeon went to mallet, the anchor exploded into pieces. Another anchor was used to complete the case. Attempts have been made and no further information has been provided.